Manufacturer narrative:
The coil was not returned. Only the device positioning unit (dpu) was received. Upon receipt, visual and functional inspection were performed. The evidence suggests that the coil's unintended detachment was due to the coil becoming anchored and then mechanically severed during retraction. The circumstances of how and where this occurred cannot be determined. In addition, without the return of the prowler microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Initial report from rep stated: the coil was being repositioned to get the optimal placement when it prematurely detached. There was enough coil left in the parent artery where it circled the wall of the 4mm vessel. Upon completion of packing the aneurysm, an enterprise stent was placed to pin it to the wall of the vessel. The pt was already on plavix and tests showed pt was responsive, so she was left on plavix. Pt had a stroke later the same day. Add'l info received on (B)(6) 2011 stated that the pt did not have an adverse event related to the coil premature detachment and that the entire coil was implanted in the pt. Except for plavix, aspirin and anti-platelet medications, which the pt was already on, no add'l medications were administered post op.